Event description:
The customer reported that the display was no longer working.

Manufacturer narrative:
The customer reported that the display was no longer working. They ordered an lcd display replacement kit. Subsequently, in 2009, the customer reported that replacing the display resolved the failure. The device was returned to service.